Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had all machine in disconnected mode and user unable to log into device. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had all machine in disconnected mode and user unable to log into device. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that the stations were in disconnect mode and critical override. A technical support specialist (tss) deployed the restart remote support service (rss) services package to both stations, but the issue persisted and the failed to ping both stations from the server. The tss ran the critical override reasoning query and turned off both stations¿ firewalls. The tss confirmed that both stations currently had no disconnect mode or critical override warnings. The customer confirmed to close the case. The tss checked on the server and found that critical override was disabled on erca. The hospital information (it) was advised to select the option. The system functioned as intended after the technical support specialist troubleshot the device.